Manufacturer narrative:
Based on the date code, heating pad was manufactured according to original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse, or use beyond that recommended in the labeling. This condition has been duplicated in a lab under excessive abuse testing. Product has been redesigned and improvements implemented.

Event description:
Consumer reports heating pad caught fire and damaged sheets, pillow cases, and mattress pad. No bodily injuries reported.